Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Oversensing of noise was then observed following activation of the lss. A potential lead to device header connection issue was suspected. The physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Oversensing of noise was then observed following activation of the lss. A potential lead to device header connection issue was suspected. The physician plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.